Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had a few surgeries coming up, one for a migrated lead and the other for a herniated disk. The patient said, "my spines a mess" and that they had all kinds of problems with fusions in their back like herniated disks, so they had at least two more fusions upcoming. The patient mentioned they had already discussed it with their healthcare professional. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were having surgery tomorrow because one of the leads migrated and said this was discovered ¿maybe a month or two ago.¿ the patient reported that he didn¿t know why or how this happened and had no falls or trauma. The patient reported that he saw a manufacturer¿s representative (rep) and ¿they shut that lead off completely to see if it would help the pain issues and it didn¿t help.¿ the patient also reported that the healthcare provider (hcp) was going to move the ins up a little bit as well. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. The patient met with their healthcare professional (hcp) for their first post-op appointment. It was reported that the patient did not have any pain relief since implant. But the healthcare professional (hcp) stated that the patient had 363 days of zero pain following his implant, but he ¿woke up in the middle of the night on (B)(6) 2019 screaming in pain¿. Lead migration was confirmed when films were taken. Both leads migrated to the right, the 0-7 lead elicits abdominal and rib muscle cramping, and lead 8-15 elicits mostly right belly stim. There were no contributing factors identified. The rep reprogrammed the patient at 9-10-disc space on the 8-15 lead to see if it¿s possible to provide some relief. The hcp did not want to revise the lead if the reprogramming worked and also, if the patient did not quit smoking. Lastly, it was noted that the hcp would wait two months to let everything heal from the recent implant. There were no further complications reported or anticipated.